Manufacturer narrative:
H3: 8667-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (40 mg/ml at 7 mg/day) via an implantable pump. It was reported that when emptying the pump, they could only pull up 14 ml. They had given a pre-implant bolus up to 2 times, but they did not see a single drop coming where the pump needs to be connected to the catheter. There were no known external factors that may had led or contributed to the issue. The pump was never implanted. They took another pump and it worked perfectly as they immediately saw droplets appear at the pump where it should be connected to the catheter (as it should normally be). The issue was resolved as of (B)(6) 2025. No patient symptom was reported. The pump was to be returned to the manufacturer.